Event description:
Per the clinic, the patient experienced a decrease in performance and poor sound quality with device use. Subsequently, the device was explanted on (B)(6), 2014.

Manufacturer narrative:
This report is filed april 25, 2014.

Manufacturer narrative:
(B)(4).